Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received shocks. Noise was detected. Insulation damage was noted. It was recommended to replace the lead. Further information is not available at this time.